Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 14 mg/dl and the customer subsequently fell breaking 2 ribs. Customer went to the emergency room and was admitted to the hospital. Intravenous dextrose was administered. Low bg was resolved and customer was discharged the same day. At the time of the report, the broken ribs were healed and customer was feeling better. Customer did not know cause of low bg; however, no issues were observed with pump/supplies.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered in the pump by the user and continuous glucose monitor (cgm) was not in use on (B)(6) 2018. User made bolus requests while still having insulin on board (iob). Cartridge change sequence was completed at 5:05 pm. On (B)(6) 2018, the user added two new time segments to the personal profile settings, resulting in an 0.4 unit increase in total daily basal insulin. Complaint could not be confirmed. Making bolus requests and still having insulin on board could lead to a low bg event. If user did not disconnect during ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.